Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 31, 2017 with lot number 2129547. Visual analysis of the returned device identified: fold creases, wear abrasion and one linear opening in the posterior. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening crease smooth assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease smooth assessed as fold flaw opening.

Event description:
The device has been explanted and returned for analysis.

Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event as follows: complications: deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Explant date removed as the device remains implanted.

Event description:
Health professional reported a left side deflation. Device remains implanted.